Event description:
During cystoscopy, laser lithotripsy of bladder stone, and laser enucleation of prostate/transurethral resection of prostate, vaporcut electrode band burned off twice. Cautery was set at 270cut/coag 80. Addtional lot# 41748.